Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was received and analyzed. Analysis indicated that the device was projected to last 43% of its projected longevity. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. We also received performance data collected from the device and have analyzed the data. The battery depletion indicated elective replacement indicator (eri) on (B)(4)-2011, with the eri of less or equal to 2.62 volts. The weekly battery voltage trend data showed a minimum battery voltage of 2.64 to 2.62 volts between (B)(4)-2011 and (B)(4)-2011. There was a patient alert for low battery voltage on (B)(4)-2011 02:15:03.